Event description:
The patient reported her pump was explanted. A dye study had been performed three weeks prior to the explant and the hcp had said "the pump was bad". Following explant the patient reported she was hospitalized for four days in the ICU and is going through withdrawal. The patient reported her left side of her body was damaged and "she feels like she has had a stroke". Additional information has been requested from the hcp but was not available on the date of this report.